Event description:
It was reported that a leak occurred at the connection site of the minicap extended life pd transfer set with twist clamp and the locking titanium adapter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h09g29062 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.